Manufacturer narrative:
The intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are bent. The optic is cracked/fractured-rejectable. The reporter states the use of a cartridge and a viscoelastic, which are not qualified to be used with the associated iol model. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, when making an opening inside the eye the doctor observed cracked lens through the center of the optic. The lens was removed in an initial procedure.